Event description:
It was reported that on (B)(6) 2026, at 17:20 under ultrasound guidance, nursing staff performed a PICC line placement procedure. After successful puncture, a guidewire was advanced. Following insertion of the catheter sheath, the guidewire was withdrawn. During blunt dissection, resistance was encountered when advancing the soft venous catheter, preventing its entry into the vessel. Upon withdrawal, the soft catheter was found to have formed a snag. A new central venous catheter was immediately substituted, and placement was successful. This resulted in significant bleeding at the puncture site, which was managed by applying immediate pressure to achieve hemostasis.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.